Event description:
The ipp was implanted in 1998. Info received on 9/1/99, pt states they "had lower left quadrant of lung removed last week and was catheterized." Pt now has a hard, white piece of plastic protruding from the meatus and urinates with a "spray." Info received on 4/12/00: the pt indicates they "had surgery twice within a couple months to have the device totally removed," dates of surgeries, hospital name, doctor's name, and reason were not provided at this time.